Event description:
This is filed to report perforation. It was reported in an article that the patient underwent a mitraclip procedure to treat severe mitral regurgitation, dilated left ventricle, mildly dysfunctional right ventricle (rv), and trace aortic insufficiency. A mitraclip was placed without issue. Post mitraclip procedure, the patient was referred for a heartmate 3 (hm3) left ventricular assist device (lvad) implant. A transthoracic echocardiogram (tte) was performed and revealed a large atrial septal defect (asd) causing left-to-right shunting of blood. Therefore, an asd closure device was implanted. The procedure was continued with placement of an lvad implant. Additional information is listed in the attached article, titled "concomitant percutaneous atrial septal defect closure with an amplatzer septal occluder and heartmate 3 implantation for high-risk heart failure patients; a novel hybrid strategy."

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation (asd) was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Attachment: article titled ¿concomitant percutaneous atrial septal defect closure with an amplatzer septal occluder and heartmate 3 implantation for high-risk heart failure patients; a novel hybrid strategy.